Event description:
It was reported that the burr stuck in lesion. A1.25mm rotalink plus and a rotablator console was selected for rotablation. During procedure, the burr was platformed at 150,000rpm per standard operating procedure. A rotawire was advanced through an non bsc guide catheter in the right coronary artery. The burr through the guide catheter into the artery. The first burr run was completed at 150,000rpm. During second burr run, it was noted that the burr became lodged in the calcified right coronary artery and that the console gave the red error message with the word stall to prevent the burr from spinning while lodged in the calcium. The burr was then disconnected from the advancer and was cut with sterile scissors to allow an non bsc guide catheter to pass over the burr catheter. The guide catheter was advanced up to the tip of the burr in he right coronary artery. The burr was then successfully removed from the artery. The procedure was not completed due to this event and the patient have been scheduled for bypass surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Device analysis noted that a wire was returned running through a distal coil of a catheter and protruding from the burr. The sheath had been cut and the catheter housing was not returned. The handshake connection was visible in the sheath of the catheter. The sheath was full of blood. The distal shaft was laid out straight and an attempt was made to remove the wire. However this was not possible and a resistance was encountered due to the presence of dried blood. The device was soaked in warm water in an attempt to remove the wire, however this was unsuccessful. The wire was found to be kinked in multiple areas upon return. The device was not wet tested as the wire could not be removed from the device and the catheter housing was not returned for analysis along with the nose of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: always keep the burr advancing or retracting while it is rotating. Maintaining the burr in one location while it is rotating may lead to excessive tissue removal or damage to the rotablator system. (B)(4).

Event description:
It was reported that the burr stuck in lesion. A1.25mm rotalink¿ plus and a rotablator console was selected for rotablation. During procedure, the burr was platformed at 150,000rpm per standard operating procedure. A rotawire was advanced through an non bsc guide catheter in the right coronary artery. The burr through the guide catheter into the artery. The first burr run was completed at 150,000rpm. During second burr run, it was noted that the burr became lodged in the calcified right coronary artery and that the console gave the red error message with the word stall to prevent the burr from spinning while lodged in the calcium. The burr was then disconnected from the advancer and was cut with sterile scissors to allow an non bsc guide catheter to pass over the burr catheter. The guide catheter was advanced up to the tip of the burr in he right coronary artery. The burr was then successfully removed from the artery. The procedure was not completed due to this event and the patient have been scheduled for bypass surgery.